Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that the stent shortened. A 6x40x130 eluvia drug-eluting vascular stent system was selected for a percutaneous transluminal angioplasty (pta) procedure in the moderately tortuous superficial femoral artery (sfa). Stenosis and calcification details were not available. Following pre-dilatation, the eluvia was advanced by ipsilateral antegrade approach, and the stent was deployed. Following deployment, the stent was shortened by approximately half. There were no issues with the thumbwheel during deployment. It was not necessary to place another stent. The procedure was completed with standard balloon dilatation. There were no patient complications.

Manufacturer narrative:
Age at the time of event: 18 years or older . Device evaluated by MFR: returned product consisted of a separated eluvia self-expanding stent system. The returned portion of the device was checked for damages. Visual examination revealed a kink to the outer sheath at the nosecone. There is a kink to the inner liner 6.2cm from the tip. There is no kink to the middle sheath to line up with the inner liner, so this suggests the kink was created after the stent was deployed. Microscopic examination revealed no additional damages. There is blood present inside the inner liner and middle sheath. The arrow on the rack is not visible. The stent was deployed and implanted so it did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage to the device, but they appeared to have occurred after the procedure therefore they most likely did not contribute to the reported stent deformation. There is no damage to the device that could have potentially caused the stent deformation or any indications there was difficulty deploying the stent.

Event description:
It was reported that the stent shortened. A 6 x 40 x 130 eluvia drug-eluting vascular stent system was selected for a percutaneous transluminal angioplasty (pta) procedure in the moderately tortuous superficial femoral artery (sfa). Stenosis and calcification details were not available. The lesion length was 3cm. Following pre-dilatation, the eluvia was advanced by ipsilateral antegrade approach, and the stent was deployed. Following deployment, the stent was shortened by approximately half. The stent struts appeared compressed, resulting in the shortening. There were no issues with the thumbwheel during deployment. It was not necessary to place another stent. The procedure was completed with standard balloon dilatation. There were no patient complications.